Manufacturer narrative:
Product evaluation: the product was returned. Solution is dried on the lens. Haptic and optic damage was observed. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. A qualified associated product was indicated. An unspecified handpiece was indicated. It is unknown if a qualified product was used. The viscoelastic indicated is not qualified for the lens/cartridge combination used. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient reported that he "couldn't see". The iol was subluxed due to anterior extension. Additional information was provided by the initial reporter, that in the surgeon's opinion, the iol did not cause or contribute to the event. The iol was exchanged in a secondary procedure for the same model and power iol with suture fixation. There was no patient harm; the issues have resolved, and the prognosis is good.